Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c37 that has a similar product distributed in the us, list number 1l79. Patient information: no specific patient information was provided.

Event description:
The customer reported a (B)(6) architect anti-hcv result. The customer indicated sample ID (B)(6) generated a (B)(6) result of (B)(6). The patient's previous sample in (B)(6) 2018 (sample ID (B)(6)) generated a (B)(6) result of (B)(6), and when ran on riba, was (B)(6). No adverse impact to patient management was reported.

Manufacturer narrative:
A review of tickets determined that there is elevated complaint activity for lot 94357li00. A review of tracking and trending identified no trends associated with the complaint issue. Return testing was not completed as returns were not available. Manufacturing documentation including statistical process control (spc) charts were reviewed. This review found the likely cause lot generated lower readings and values for the calibration and controls and normal results for an internal panel of known concentration. Retained reagent kits of lot number 94357li00 were tested in a sensitivity setup including two internal sensitivity panels and additional replicates of the positive control. The sensitivity panel values and the positive control values met specifications. The results were in the typical range and no false non-reactive results were obtained. Additionally, six commercially available seroconversion panels were tested with reagent lot 94357lii00 and the results were compared to architect anti-hcv results provided by the panel manufacturer. Reagent lot 94357li00 detected the same bleeds as reactive. Based on these data it was shown that the sensitivity performance is not adversely affected. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect anti-hcv lot 94357li00 was identified.